Event description:
The customer reported that during a hysterectomy, an end tone was provided by the generator indicating a completed seal cycle, but the device did not complete the sealing process. The surgeon used manual suturing to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.